Event description:
Customer reported that she was hospitalized due to high blood glucose. Blood glucose at the time of the admission was around 900 mg/dl and current value was 600 mg/dl. Customer stated that she had difficulty breathing and could not deliver an insulin bolus. Customer changed the infusion set. Customer was advised to press the act button on the insulin pump and she received the message to place and lock reservoir. No delivery alarm found in the alarm history. No further details provided or troubleshoot performed as the customer got disconnected and could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.